Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported therapy helped, but leaking had gotten worse. The caller stated they wanted to adjust stimulation, but they cannot get the patient programmer to work. It was noted the patient stated they hoped it didn¿t jolt them again. The caller stated they were pushing all the buttons on the pp and when she first pushed the button the patient felt a big jolt. The caller then used the patient programmer and got a poor communication screen. The caller repositioned and was able to connect. The caller stated the patient programmer showed the patient was at 1.6 v and therapy was not on. Therapy was turned on and the situation was resolved. It was noted the caller first turned stimulation down and then turned the implantable neurostimulator (ins) on and increased stimulation until the patient felt stimulation. The patient was at 1.1 v. The patient confirmed she felt comfortable stimulation. It was noted while the caller was using the patient programmer it also showed the information screen that the patient programmer batteries might be low. It was noted the patient had a MRI and the MRI tech turned the ins off. It was noted the MRI was not related to the device or therapy. It was noted the patient had leaking about 2 weeks prior to the call. It was noted the patient felt a big jolt when the caller was pushing button on (B)(6). The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.